Event description:
The customer reports seeing white smoke coming from the reagent display area of the abbott tdx/flx analyzer when the analyzer was powered on. The customer powered the instrument off and requested service. No injuries were reported and there was no damage to the surrounding laboratory environment. There was no reported impact to patient management. A service call was initiated.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and replaced the reagent display door with board. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The tdxflx system operations manual and service manual both contain information to address the current customer issue. The results of the current evaluation found that a used tdxflx reagent display door with board generated smoke when the tdxflx analyzer was powered on and replacement of the board resolved the issue. A product malfunction was not identified. (B)(4).